Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers on the screen are scrolling. The customer's blood glucose reading was 600 mg/dl at the time of incident. Customer declined high blood glucose troubleshooting. Customer was advised that a replacement pump would be provided and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The insulin pump had minor scratches on display window and cracked reservoir tube lip.